Manufacturer narrative:
Hill-rom technical support asked the account to check the brake block assembly. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported the brakes are not holding. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).